Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was experiencing dizziness and eventually lost consciousness. The patient¿s wife called ems around 7pm. Once ems arrived, the patient¿s cgm was reading 150 mg/dl and the bg meter was reading 50 mg/dl. Ems treated the patient with an unspecified IV and glucose gel. After approximately one hour after treatment, the patient¿s bg levels stabilized. The patient recovered at home and was not transported to the ER. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.